Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The correct alert date for this pi is 07/07/2015 not 06/19/2015 as previously reported.

Manufacturer narrative:
Follow-up #1 date of submission, 08/05/2015-device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2015 with the following findings: evaluation revealed that the battery compartment is cracked along the side on threads and below pad. There was no moisture observed in battery compartment. There was a battery compartment leak. The display is dim/fading/reddish. The pump case was removed and no moisture was observed inside the pump.